Event description:
On may 05, 2006 the us centers for disease control published a report that three pts in the multi-state outbreak of fusarium keratitis had reported using "any amo product." Amo engaged cdc in conversations regarding this report, attempting to obtain further info (pt or physician contact info, product identity). Cdc has provided no add'l info regarding these reports, nor does amo expect to receive any info from other sources.

Manufacturer narrative:
Complaint units/lot numbers not available. MFR is unable to further investigate.